Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were (B)(4) units in our stock that have been received for analysis. We have received 1 open and unused sample from the customer with the needle detached from the thread, and the thread is still wound on the pack. We have also tested the 12 closed samples received from stock. Tightness test to the closed samples received has been performed and the units are tight. We have opened all closed samples received from stock and all of them contain the suture inside. However, we have tested the needle attachment strength of the samples received from stock and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will follow.

Event description:
It was reported an issue with monosyn quick suture. The client reported that before use was found that the packs were empty or with the needle detached from the thread. Patient was not affected.